Manufacturer narrative:
As reported, there was foreign material present on the surface of the 3dmax mesh packages, suspected by the user to be mold. Photos provided do not appear to show any indication of a foreign material or any contamination on the packages. As reported, the samples are being returned for evaluation. However, at this time have not been received. Based on the information provided to date, no conclusion can be made. If/when the samples are returned and evaluated, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 1347 units released for distribution in april, 2021. Not returned.

Event description:
As reported on (B)(6) 2022, when opening a 3dmax mesh package for a procedure, foreign material was noted on the seal of the inner package and was suspected to be mold. The mesh was not used as a product quality problem was suspected. It is reported that the reported issue was found on three packages of the same lot number. As reported storage conditions at the user facility are good, and the packaging was not noted to be stained, damaged, or exposed to fluid. The procedure was completed using another 3dmax mesh. There was no reported patient injury.

Manufacturer narrative:
As reported, there was foreign material present on the surface of the 3dmax mesh packages, suspected by the user to be mold. Photos provided do not appear to show any indication of a foreign material or any contamination on the packages. As reported, the samples are being returned for evaluation. However, at this time have not been received. Based on the information provided to date, no conclusion can be made. If/when the samples are returned and evaluated, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in april, 2021. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. Evaluation of the returned samples shows no indication of any contamination or foreign materials. Due to its manufacturing process, the tyvek has varying thicknesses throughout the material web and looks like, ¿strands¿ or ¿ropes¿ within the material. The observed condition of the tyvek is indicative of the typical manufacturing process. Based on the sample evaluation there was no problem found, tyvek packaging met specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported on 29-jul-2022, when opening a 3dmax mesh package for a procedure, foreign material was noted on the seal of the inner package and was suspected to be mold. The mesh was not used as a product quality problem was suspected. It is reported that the reported issue was found on three packages of the same lot number. As reported storage conditions at the user facility are good, and the packaging was not noted to be stained, damaged, or exposed to fluid. The procedure was completed using another 3dmax mesh. There was no reported patient injury.